Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damaged. The unit was unable to power on using either ac or battery power. Internal inspection isolated the failure to a component on the isolation board. Inspection of the component indicated it had shorted. Following the installation of a known-good isolation board the unit was fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the root wasn't able to be turned on after powering off during surgery. No patient impact or consequences were reported.